Event description:
Customer commented on a post in saalt's (B)(6) group saying that their iud came out when they removed their cup. Saalt asked them to email us. Customer emailed saalt and saalt replied requesting some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. Customer explained it was not her first time using a menstrual cup, but it was the first time using "this type of cup". Customer stated their iud strings were cut short and their doctor said it was safe to use with their iud. The cup was in for four hours before removing the cup and they were able to pinch the base to break the seal. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."